Event description:
During liver ablation procedure, two ablators being used- one failed, thought to possibly be r/t overheating and auto shutdown. Both ablators taken out of service to show to rep. After case, ablator tip noted to be absent from one of the ablators, provider initially thought it was caused by heat damage. On (B)(6) 2020, pt had f/u scan and tip found to be retained. Felt safer to leave in place. No injury to pt. FDA safety report ID# (B)(4).